Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices were unknown. Additional information will be submitted within 30 days from receipt.

Event description:
When the physician flushed the fire star ptca balloon catheter with saline, the shaft broke into two pieces (at the connection between the proximal shaft and distal shaft). The device was not used on the patient. The device was changed to another unknown device to complete the procedure. The product has been returned for analysis. The product was stored and handled per the instructions for use. There was no damage noted with the packaging prior to use. It was unknown what product was used to complete the procedure. No further information was available.

Manufacturer narrative:
The product has been returned for analysis. Information provided by a sales representative indicated that when the physician flushed the fire star ptca balloon catheter with saline, the shaft broke into two pieces (at the connection between the proximal shaft and distal shaft). The device was not used on the patient. The device was changed to another unknown device to complete the procedure. The product has been returned for analysis. The product was stored and handled per the instructions for use. There was no damage noted with the packaging prior to use. It was unknown what product was used to complete the procedure. No further information was available. One non sterile (B)(4) fire star, 1.50 x 10, 2 was received coiled inside a plastic bag. The shaft of the device was found separated in two at 120.2 cm from the proximal end. The unit was found elongated near the rupture area, the unit was received wavy with a kink at 32.8 cm at the proximal end, and this condition could be related to the way the unit was sent for analysis. The balloon was found folded. The unit was analyzed with pet and they determined that since the unit was sealed and the rupture of the unit is not from any seal, therefore this complaint has no relation with the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The customer reported complaint of body/shaft separated was confirmed through failure analysis. Since the failure did not occur at a seal and there is evidence of elongation where the shaft broke, the exact cause of the failure could not be determined, however review of the analysis and the information received suggest that user handling may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
The product analysis has been updated. The complaint received states that a firestar balloon catheter body shaft separated during an interventional procedure. There is no patient, lesion or vessel information available. When the physician flushed the fire star ptca balloon catheter with saline, the shaft broke into two pieces (at the connection between the proximal shaft and distal shaft). The device was not used on the patient. The device was changed to another unknown device to complete the procedure. The product has been returned for analysis. The product was stored and handled per the instructions for use. There was no damage noted with the packaging prior to use. It was unknown what product was used to complete the procedure. There is no report of injury to the patient. One non sterile (B)(4) fire star, 1.50 x 10, 2 was received coiled inside a plastic bag. The shaft was found separated in two at 120.2 cm from the proximal end, below the hyposeal. The unit was found elongated near the rupture area. The unit was received wavy with a kink at 32.8 cm proximal end; this condition could be related to the way the unit was sent for analysis. Balloon was found folded. The unit was analyzed with pet and they determined that the unit was not separated at the hyposeal area; it seems that the unit was separated below the hyposeal, and the separated area looked elongated, therefore it is determined that this complaint has no relation with the manufacturing process. Sem analysis results: elongations can be observed through the whole circumference of the body; the lumen presented deformation, both characteristics suggest possible stretching/pulling. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no surface damage (typical of this failure mode) was observed. The exact cause of this separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer and elongated condition could not be determined; it is likely that procedural factors could be related to the failure reported and condition detected. Neither the DHR review nor the product analysis suggests that the reported issues are related to the manufacturing process; therefore no action was taken. The complaint of shaft separation was confirmed; however, the exact cause of the failure could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the confirmed failure.